Event description:
It was reported that bd alaris smartsite pump infusion set was leaking. The following information was received by the initial reporter with the following verbatim. It was reported by customer that line leaking from the flexible part of tubing that fits in the pump.

Manufacturer narrative:
The customer reported there was a leak in the pump segment, and returned one used sample of material 2426-0007, lot unknown. Upon initial visual examination, the set had no defects or abnormalities. The set was infused with water by gravity, and the complaint was verified at the upper fitment of the silicon pumping segment. There was a very small pinhole that would only leak when stretched in just the right way. The root cause for the upper fitment leak is unable to be traced to the manufacturing process. There is a possible root cause related to clinical practice. A member of our bd clinical team has bee notified. A device history record review could not be performed because the lot number is unknown.